Event description:
The iab was inserted into the pt on 2/25/98 at 6:15 p.m. At med ctr and removed on 3/1/98 at 8:45 p.m. The iab did not malfunction. A vascular surgeon was consulted, the pt had major ischemia and removal of the iab was required. Event complications: major ischemia/removal required - reported 3/18/98. Pt's current status: discharged - reported 3/18/98.